Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 462 mg/dl, 139 mg/dl, 122 mg/dl, 153 mg/dl and 154 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.